Event description:
Observed high capture thresholds at one month post implant. Throughout implant duration observed increasing sensing and high thresholds.

Manufacturer narrative:
The damage found is consistent with that occurring at the time of surgical procedure. A lead stiffness test was performed and found to be within specifications.

Manufacturer narrative:
Na

Event description:
It was reported that the lead was removed due to low impedance measurement, high pacing thresholds and poor sensing. Perforation was suspected. The patient was re-admitted to the hospital 2 days after this procedure with large pericardial effusion.